Manufacturer narrative:
(B)(4). Physio-control has attempted to reach the customer to follow up on the reported issue but has been unsuccessful. It is unknown if the customer has replaced the internal paddles assembly. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that a connector pin was broken off from inside the connector portion of the internal defibrillation paddles assembly. This broken pin could prohibit the device from being able to charge and deliver defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
It was reported in the initial medwatch report that the issue was involving a set of internal defibrillation paddles. It was later determined that the reported issue was related to a set of defibrillation hard paddles, and not internal defibrillation paddles.